Event description:
The manufacturer received information alleging,patient has been really congested,been seeing black particles.particles in tubing/chamber and particles in airway from device,related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.